Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed. The cause was determined to be a failed backflex. The rear case was replaced. The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently powered off without user input. It was also reported there was no patient involvement.